Event description:
The account stated the head section is fully raised and will not lower electrically or by activating the CPR.

Manufacturer narrative:
The technician found the head drive was damaged by a stuck head up button in the left siderail. He replaced the head drive motor and the caregiver controls on the left siderail to repair the bed.